Event description:
It was reported by the affiliate that when (1) device and (1) reload cartridge were used during a laparoscopic colon procedure, the staples did not form correctly. Another device was used to complete the case with no consequence to the pt.